Manufacturer narrative:
The following fields were updated with corrected and/or additional information: b5. It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube, the cap is lifted but the rubber insert remains in the tube during decapping. There was no report of patient impact. H6. Investigation summary: bd had not received samples, but (1) photograph was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube, the cap is lifted but the rubber insert remains in the tube during decapping. There was no report of patient impact.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: we are observing faulty automated decapping of 13 mm bd vacutainer tubes for the past several weeks. Decapping is performed on abbott glp decapper module. Abbott has tried to fix the issue on their side by replacing parts but this issue was observed at several sites with different instruments, e.g. Synlab leverkusen and synlab munich. The problem is for around every 50th tube the vacutainer cap will be lifted but the rubber insert remains in the tube. The abbott automation then tries to process the tube which leads to errors and significant downtime of the machine.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.